Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a past event where they had a high blood glucose level of 522 mg/dl. The customer reported that the insulin pump was working during the incident but they did not get any insulin in their body. The customer stated that they went through some reservoirs. The customer treated the high blood glucose with a shot. Troubleshooting was performed on the insulin pump and insulin was able to exit without incident. The customer declined full troubleshooting. The customer will be sent a replacement for their reservoir. The product will not return for analysis.